Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) the user¿s caregiver reported hyperglycemia following a supply change. The highest recorded blood glucose (bg) was 400 mg/dl. The issue was identified as leakage at the cartridge/connector interface due to the adapter being connected outside of the pump. After the supply change, the ilet resumed dosing and bg returned to range. The device provided a bg alert. No symptoms were reported, and no medical intervention was required.